Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v042810, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider and patient implanted for gastrointestinal/pelvic floor reported that her implantable neurostimulator (ins) implanted in (B)(6) 2014 was not working. Stimulation was increased to 6.0 and over on each program with no stimulation felt on any program tried. Troubleshooting included a stimulator check, reprogramming, and a current lead revision. New lead placement was needed. The patient had the ins replaced in (B)(6) 2015.